Event description:
Follow-up information indicated surgical intervention was undertaken and the migrated lead was explanted and replaced. The physician also implanted 2 additional leads at another vertebral level. Postoperatively, the patient is receiving effective therapy.

Event description:
The patient has 2 leads (from the same lot) implanted as part of her axium neurostimulator system. It was reported the patient suffered a fall in november 2016 and afterwards began experiencing ineffective therapy. X-rays were taken and indicated one lead had migrated. The next course of action is undetermined at this time.